Event description:
It was reported the patient experienced an overdose with symptoms of nausea, vomiting and was flaccid. A refill was done on (B)(6) 2012 and it was believed that the incorrect drug concentration was put in the pump. It was believed that gablofen at 2000 mcg/ml was put in the pump but it was programmed to be 500 mcg/ml at 75.04 mcg/day, meaning the patient was getting 300.16 mcg/day. The patient started vomiting right after the pump was filled. The patient thought she had a stomach virus. It took over a month to notice the patient was flaccid. The patient was seen in the clinic on (b)(60 2013. The dose was decreased down to 50mcg/day. The plan was to aspirate the drug out of the catheter through the catheter access port and correct the programming. They were going to put lioresal 500 mcg/ml in the pump. The pump was delivering gablofen and was being changed to lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8840, product type: programmer. Product ID: 8731, serial# (B)(4), implanted: (B)(6)2006, product type: catheter. (B)(4).